Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The following information was reported: they were doing one last contrast run before treating with y90. As they were hand-injecting, they noticed leaking around hub. The potential problem is that y90 (yttrium) is radioactive and if the cantata had leaked with the y90 instead of contrast, the entire contents of the room could have become contaminated. The procedure was successfully completed with another cantata and there were no reported adverse effects as a result of this product problem.